Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 98 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. No button error alarm was noted during testing. The pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.